Event description:
It was reported that there was crosstalk on both the atrial and right ventricular leads. The electrogram also showed oversensing and noise was noted on both channels and no capture. Reprogramming was done and both leads were subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.